Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: date unknown/ not provided if explanted; give date: not applicable, lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the lens remains implanted. The complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient suffers from poor, blurred and greasy vision, like having a thumbprint on their eye, post-implant of a zxr00 lens in the left eye. A yttrium aluminum garnet (yag) treatment did not improve the patient¿s condition. Through follow-up with the patient we learned that the near vision in the left eye was very good prior to the surgery and has deteriorated dramatically. The post-operative check resulted in a -0.5d vision in the left eye. The unoperated right eye was measured at -0.6d resulting in the need to wear multifocal contact lenses. The patient suffers from dry eye's and it is difficult to open them in the morning and is only able to drive for short periods. The patient also has multiple floaters. The patient stated symptoms do interfere with daily activities as they are aware of the disparity in the quality of vision between the two eyes constantly. Glare and starbursts from car headlights and rear lights and traffic lights and illuminated signs and lamp-posts are also present, and lost contrast perception in the eye with the lens. The patient is considering an explant. The lens currently remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Through follow-up it was clarified that some of the information provided in the initial report does not actually apply to the event associated with serial number (B)(4). The reporter through follow-up for this report, provided information that pertained to a different complaint, however this discrepancy was not noted until a further follow-up was conducted. As a result, information for event description requires modification, and patient coding that was initially provided also requires update to reflect the correct information. The following information should have been provided in the initial report. It was reported that the patient suffers from poor vision, blurred and greasy vision, post-implant of a zxr00 lens in the patient¿s operative eye. A yttrium aluminum garnet (yag) treatment was performed, however did not improve the patient¿s condition. The lens currently remains implanted. No additional information was provided. The following patient codes that were provided in the initial report are no longer applicable to this report 1814, 1866 and 3191-glare. In the initial MDR under the mrr review comments, there was reference made to exemption report, this was stated incorrectly. The comment should have referenced exception report (ers). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.